Event description:
A female child had a left retroperitoneal ganglioneuroma which was partially removed. A ureteral stent was placed at the time of surgery. The tumor was benign. She was seen in clinic for an ultrasound (us) to evaluate the mass. After the us, she complained of itchiness and redness in the area where the us was performed. Later in the day, she developed hives in the same area. We have no information about follow up care for the hives.